Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented with alerts for non-sustained lead noise episodes due to oversensing of myopotentials. It was recommended provocation, deep breathing, and isometric testing to be performed. The device was reprogrammed and patient will be followed up.